Event description:
Per audiologist, in late 2008, the patient reported she suddenly could not hear. No trauma was reported. The external equipment was "normal". A CT scan or x-ray was recommended. A CT scan (date not reported) determined the electrode array had migrated out of the cochlea. Explant/implant surgery is planned, but had not been scheduled at the date of this report early 2009.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Manufacturer narrative:
Per the patient's surgeon, the patient was explanted (B)(6) 2009, during the same surgery, the patient was re-implanted with another device.(B)(4)

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.